Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the avc-x needed to be rebooted. The technician rebooted the avc-x, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the screen to the touch panel of their hexavue custom room rack is not responding and is "white". No report of procedure involvement. No report of injury.